Event description:
Caller reported blood glucose results on aviva system 1: 3:07 am 26 mg/dl 3:09 am lo, which on the system indicates a result less than 20 mg/dl blood glucose results on aviva system 2: 3:18 am 221 mg/dl 3:19 am 230 mg/dl 3:20 am 275 mg/dl no adverse event was reported. Aviva system 1 strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Device received in a condition which made analysis impossible. Unable to test because used strips were returned.